Event description:
It was reported that a malfunction occurred while attempting to upload to glooko. There was no adverse impact to the customer¿s blood glucose level. Customer support provided instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump, with the understanding to contact support if the problem recurred.